Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow up report will be submitted if the meter is returned.

Event description:
A customer reported receiving erratic readings on their freestyle freedom blood glucose meter within ten minutes. Results of 107 mg/dl, 285 mg/dl, 375 mg/dl, 426 mg/dl and 331 mg/dl were plotted against the average on a parkes error grid. The results fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.